Manufacturer narrative:
A temporal relationship exists between the liberty cycler and the event(s) of shortness of breath, fluid overload and subsequent hospitalization and intubation. However, it is probable the event(s) are related to the patient non-compliance as reported by the pdrn on (B)(6) 2017. Non-compliance is associated with an increased risk for developing uremia, in addition to an increased incidence of hospitalization. There is no allegation against any fresenius device(s) or product(s) and the adverse event(s). The patient was able to continue with pd therapy as evidenced by the pdrn statements on (B)(6) 2017. The alleged event is not confirmed. The liberty cycler was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. (B)(4).

Event description:
During a follow-up call the peritoneal dialysis registered nurse (pdrn) reported this patient was hospitalized on (B)(6) 2017 for fluid overload and shortness of breath (sob). The pdrn reported the patient was on vacation (dates unknown) and was non-complaint with the prescribed treatment regimen, which lead to the event(s) of sob, fluid overload and subsequent hospitalization and intubation (date of intubation unknown). The pdrn reported 2.5% and 4.25% solutions (manufacture unknown) were utilized to remove the excess fluid. Hospital course is unknown the patient was still intubated at the time of the call.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis patient's spouse reported the patient was having difficulty breathing during treatment. Peritoneal dialysis patient was disconnected after draining and went to the hospital. Follow up with the patient's peritoneal dialysis nurse indicated that the patient was admitted to the hospital on (B)(6) 2017 due to hypervolemia and shortness of breath. Additional information has been solicited.